Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when creating the duodenoileostomy during a laparoscopic duodenal switch, the surgeon fired the full staple reloads but noted that some staples were at the tip of the reload and did not crimp and the legs were still straight. The surgeon inspected the staple and performed a leak test to confirm that the staple line was secure. There was no patient injury.